Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead would not advance to the tip of the catheter during implant. The lead was not used and a different lead was successfully implanted using a different sheath. No patient complications have been reported as a result of this event.